Event description:
The customer reported to olympus that the hf unit "esg-400" had an e433 error code (constantly restarting) the event was found during preparation for use. There was no procedural involvement. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective high voltage power source (hvps) board. There were no additional findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a defective hvps board. Olympus will continue to monitor field performance for this device.